Event description:
It was reported that this patient with pacemaker had not been checked in the office since 2017, and the recent device review revealed noise caused from the minute ventilation sensor oversensing causing pacing inhibition just over two seconds. There was no report of impedance issues. The system remains in-service at this time. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.